Event description:
It was reported that the pump battery would not charge, and there was no adverse impact on the customer¿s blood glucose level. Technical support instructed the caller to plug the pump into a different wall outlet and leave it connected for at least 30 consecutive minutes. When the caller followed these instructions using a tandem charging cable and wall adapter, the pump began charging, and no further assistance was required.